Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify alarm in the alarm history and perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm during rewind. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states the device was exposed to an MRI during a hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer reported the presence of motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.